Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the epg (external pulse generator) would not shut off when pressing both buttons. The biomedical engineer will try replacing the keypad, however, the epg will be returned for repair if the keypad is not available. The caller was given the part number and was transferred to customer service. There was no patient involvement.